Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed pump supplies and successfully resumed insulin delivery. The cause could not be determined. The customer's blood glucose was 260 mg/dl.